Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
It was reported that the customer was unresponsive and hospitalized for low blood glucose of 13mg/dl. It was stated that the paramedics got him up to 254mg/dl, but on the way to the hospital the customer's blood glucose dropped to 54mg/dl. It was stated that the customer was not coherent to troubleshoot the insulin pump, and the health professional requested a replacement of the insulin pump. It was stated that the customer woke up with high blood glucose, gave a bolus and went back to sleep. It was stated that the customer over delivered insulin. No further info was provided.